Manufacturer narrative:
(B)(4). Date sent: 7/24/2025. B3: exact event date unk, entered 6/1/2025 as only the month was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the surgeon had a patient expire after using a pvs device. The patient passed on (B)(6) 2025. The initial liver resection procedure occurred 3-4 weeks prior. During the initial procedure the surgeon experienced a bile leak from the staple line and reinforced with suture. Days later the surgeon had to embolize the patient and the patient had further complications that lead to the expiration. How long was the procedure? Unk. Liver resection type? Unk. Anatomical structure ion or divided? Unk. Has the rep been in liver cases prior? Does the surgeon isolate the bile ducts or often incorporate liver tissue? No, they try not to get any liver tissue in the pvs device and isolate the vessel. Were any other instruments used in the dissection? Harmonic 1100 and clips. Has an autopsy been completed? Unk. Is the surgeon interested in an external rrt? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of a liver resection that three to four weeks after the procedure the patient passed. While trying to take out the pedicle bile was coming out, in order to reinforce the staple line suture was used to stop the bile leakage. Two days after the case they had to embolize the patient. Five days later there was some sort of venous bleeding.